Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d6a; g3; g6; h1; h2; h3; h6. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42512000510 , articular surface fixed bearing cruciate retaining (cr) left 10 mm height , 64781362, 42540200032 ;all-poly patella cemented 32 mm diameter , 64941142, 42532007501 ; tibia cemented 5 degree stemmed left size f , 64979562. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00276, 0002648920-2021-00393.

Event description:
It was reported the patient underwent an initial left unilateral knee arthroplasty. They subsequently had a manipulation under anesthesia approximately one month later due to severe stiffness and not completing the exercise program. Attempts have been made and no further information has been provided.